Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was noted that the device was in a loop between the screen with the coupling factor and the attempt to connect. After many hours of trying to connect the device, once they received the instructions to reset it they proceeded to disable and enable the stimulator. This solution worked and the device was charged during the loop as the charge was 80%. The problem was resolved without surgeries.

Manufacturer narrative:
Occupation: non-healthcare professional if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to recharge their device. It was noted that the ins was implanted in the buttock area, not so deep as can touch the device through the skin. There were no external contributing factors. The patient had a lot of pain as the device doesn't work. The ins was completely discharged, but not for days. The patient tried to charge for many hours. Another recharger and patient programmer was tried but the issue did not resolve. A physician programmer (tablet), patient programmer (in patient and physician mode) was also used to attempt to connect and there still was no success. A charging session was attempted for two and a half hours. The recharger showed a couple factor of 90 and try to connect many times, but it was impossible. A message of ¿unable to recharge¿ displayed. After 30 minutes a message of "unable to connect" appeared, and they tried again four more times. The issue was not resolved at the time of this report. The patient was alive with no injury. Additional information was reported that on (B)(6) 2018 using the tech mode of the patient programmer, and once the device disabled and enabled (no more t han 1 minute in total) it was observed that the previous attempts to charge it had effect, as the battery had 80% of charge. It was assumed the problem was only because the impossibility of communicate. The device returned to normal and the problem was solved. The planned surgery was not necessary. No further complications were reported or anticipated.